Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has been confirmed. Upon investigation the ECG ¿c¿ was broken at the j7 component. The root cause for damaged ECG ¿c¿ was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.